Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient reported that this right atrial (ra) lead was not working. Per field representative, last check was few months ago and there was no report of malfunction or serious injury. This rv lead remains in service. No adverse patient effects were reported.